Event description:
The reporter stated that the facility has been seeing discrepancies from the suspect device to lab results. For example the suspect device result of 1.6 inr did not correlate to a lab inr of 2.6. Another example provided was a device inr of 1.1 versus a lab inr of 2.4. Controls were in range. The discrepancies occurred over three months. The device was replaced and requested to be returned for evaluation.